Event description:
A blood leak is occurring during hemodialysis therapy. No patient injury or medical intervention needed. Pink color was seen in the dialysate side of the dialzyer. The blood leak was confirmed with a positive hemastix. The blood leak alarm did sound. At the ultrafiltration (uf) stations the psi of the water source is 12. The dialyzer has had five reuses. For reuse the dialysis center uses the renatron machine with renalin as the sterilant. Per the nurse at the dialysis center, the biomeds at the facility checked all the pressures with all the equipment and all were found to be ok. Also, the reuse device has had periodic maintenance and was calibrated on schedule. Blood loss for the patient is estimated at between 150cc-175cc. Once the leak occurred the dialysis center only rinsed back the arterial line.